Manufacturer narrative:
On 14-jun-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on 25-jun-2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: generalized illness, capsular contracture section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 325cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including left-sided breast pain (first quarter of 2019), fatigue, brain fog, and weight gain. The patient had a consultation with her physician on (B)(6) 2019 and was diagnosed with bilateral capsular contracture (right grade: ii, left grade: IV) and grade ii ptosis. During the consultation, the patient¿s physician stated that bilateral implants are firm to palpation with superior migration and visible distortion on the left. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2019 based on available information. This report is for the right-sided prosthesis.